Event description:
Pt had total knee 7/1/98: pt experienced problems with knee components and x-rays revealed "key locking pin on tibial component loose and medially displaced." Devices were replaced in follow up surgical procedure 10/23/98.